Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, g3, g6, h2, and h11 event date was updated from may 1st to may 7th. Event occurred on pod 8. On pod 8 a valve thrombosis was confirmed via imagery due to heparin induced thrombocytopenia (hit) (post procedure). On pod10 the patient also experienced av block and required a single-site ventricular pacing pacemaker implantation via the coronary sinus.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 48mm evoque procedure in tricuspid position by right femoral vein where on post operative day (pod) 10 the patient experienced av block and required a pacemaker implantation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information received: on pod2 a valve thrombosis was confirmed via imagery due to heparin induced thrombocytopenia (hit) (post procedure). On pod10 the patient also experienced av block and required a single-site ventricular pacing pacemaker implantation via the coronary sinus. On pod 8, patient experienced a significant drop in platelets to 40,000 (initially 207,000 before procedure). Antibodies anti-pf4 came back positive and patient was diagnosed with heparin-induced thrombocytopenia (hit). Discovery of deep vein thrombosis of the ilio-femoro-popliteal veins on the right leg and concomitantly discovery of thrombosis of the evoque prosthesis. After diagnosis of hit, anticoagulation regime was switched to IV argatroban, then coumadin. The mean pressure gradient was 3mmhg at 1 day follow up in chronic atrial fibrillation, and increased to 10-12 mmhg (also in atrial fibrillation) at 9 day follow up with mild central tricuspid regurgitation. CT report confirmed thrombosis of the tricuspid valve prosthesis affecting all three valve leaflets, predominantly on the anterior and lateral leaflets, with persistent mobility of the anterior tip of the posterior leaflet. Thrombus also peri-annular, mainly on the posterior side, on the atrial side of the prosthesis. At 30 day follow up gradient remained 8-10mmhg (in atrial fibrillation) and there was still mild central tricuspid regurgitation. The patient remained very fatigued after the procedure until her discharge, although her hemodynamic status was stable. The patient injury, according to her opinion, is a long hospital stay (45 days) without returning home but in a medical convalescence structure due to a loss of autonomy. Furthermore, the problem of evq thrombosis is not resolved, requiring close monitoring and still significant treatment (intensive anticoagulation and antiplatelet). As per medical opinion the evoque valve thrombosis is secondary to heparin-induced thrombocytopenia promoting a prothrombotic state. The patient has been referred to a convalescent facility and a tte and CT are scheduled on pod70. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.